Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) received print outs of patient sample results and determined that the sample was likely a truly prolonged or non-clotting sample. The operator did not run the sample in pt extended time on the initial date ((B)(6) 2017), but the operator obtained a high ptx recovery of 87.8 seconds and 9.17 inr using the same sample on the following day ((B)(6) 2017). It is possible to recover a numerical value in pt extended time when the sample is flagged with "no coagulation" using the pt test. The value of 87.8 seconds in extended pt time is plausible in this case as this result would not be able to produce a solid plateau with the initial pt analysis. This highly elevated inr aligns with the high inr results obtained for this patient on previous days. The physician did not question the high inr results from the last 2 days leading up to the may 6, 2017 flagged results. While the operator incorrectly reported a flagged non-numerical result with "no coagulation" as >100 seconds, there is no indication that the actual result would have been lower based on the previous days' results and the patient's medical condition. The ca series measurement evaluation and check methods scientific bulletin that ships with the instrument states that for "no coagulation error 32, operator should first check sample integrity, delivery of sample and reagent and reanalyze the sample. If error persists, operator should use alternate method to confirm the data. Do not report results without numerical values." The operator did not follow this instruction but assumed a "greater than" answer without obtaining a numerical result. This issue is isolated to the reporting of this individual patient sample. There is no indication of any product non-conformance including any malfunction. Siemens has reminded the customer about the need to follow the instructions set forth in the ca series measurement evaluation and check methods scientific bulletin and emailed this bulletin to the customer on (B)(6) 2017. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A flagged non-numerical prothrombin time (pt) result of ***(error 32- no coagulation) was obtained on a patient sample on the sysmex (B)(4) coagulation analyzer system. This flag signifies no coagulation and that no numerical result was obtained. However, this result was reported by the operator to the physician as >100 seconds. The physician did not question the result. The patient blood was not re-drawn since the patient was critically ill and the patient's international normalized ratio (inr) recovered high (8-9 inr) for the last 2 days. The physician did not question the high inr results from the last 2 days. The operator informed siemens healthcare diagnostics that the patient expired 30 minutes after the pt result was reported. The operator stated that the patient expiration was not associated with the reporting of the flagged pt result. The operator stated that no treatment or medication was prescribed or withheld or modified as a result of the flagged result reported; the patient was not expected to survive the hospital stay. The same patient sample was re-run the next day in extended pt mode and a result of 87.8 seconds and 9.17 inr was obtained. All quality control material was within specification during the time of the testing of this patient's blood sample. There is no information suggesting patient intervention or adverse health consequences due to the flagged pt result.